Event description:
It was reported that the patient experienced a replacement of an inflatable penile prosthesis(ipp) preconnect component due to unspecified reasons. A patient outcome was not reported. Additional information received that the reason for the revision was a malfunction of the system. The patient outcome was reported to be very good.